Event description:
A patient specific implant request was received for the patient's left knee. Noted on the form: "tibia is subluxed anteriorly from femur of a cr implant with a cs insert sized 16mm thickness."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.